Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. The impella 5.5 pump was returned. The pump was returned in a cut open state at the red impella plug connector. The optical bench 5s parameters or uson test could not be verified since pump was returned as a cut open device. Data logs were reviewed, and the placement signal drift trend. The cause of the optical placement signal issue was most likely due to sensor wear with placement signal drift observed per data log review and field investigation. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. Only thing of note from the DHR checklist was "all 57 samples of batch # 1715047 were accepted per subcomponent inspection checks."

Event description:
The complainant reported the use of a cp pump to support a patient. During support, the pump was experiencing abnormal placement signals. Despite the alarm, the patient remained hemodynamically stable and adequately supported. It was believed that the alarm may have been inaccurate due to a faulty or non-functioning placement signal. After the procedure was completed, the impella pump was successfully weaned and explanted. No patient harm was reported.

Manufacturer narrative:
All pertinent information available to abiomed has been submitted at this time. D6a: corrected implant date. D6b: corrected explant date.

Manufacturer narrative:
G3 ¿date received by manufacturer¿ corrected.